Manufacturer narrative:
B5 and health effect - impact code updated.

Event description:
It was reported that during a lca surgery, the biosure regenesorb screw broke inside of the patient when the surgeon forced the tunnel in a non parallelable direction to the guidewire. The distal part of the biosure was removed with tweezer, while the proximal was left in the patient. The procedure was successfully completed with non-significant delay using a screw from an unknown competitor. No other complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. ¿a review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. This case reports that the biosure screw broke during the procedure and a piece was left in the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. It is unknown if the piece of biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the biosure regenesorb screw was broken. The procedure was successfully completed with non-significant delay using a different surgical technique. No other complications were reported.